Manufacturer narrative:
Updated: event date from (B)(6) 2012 based on user facility medwatch report additional information: describe event or problem - added user facility medwatch report # (B)(4). Additional information: device evaluated by MFR. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.

Event description:
Same case as 2134265-2012-07532. It was reported that during a stenting intervention treatment procedure, an incorrect reading occurred. The 95% stenotic lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. The physician advanced a 2.0x12mm maverick 2 balloon catheter to the lesion and on the first inflation, inflated the balloon to a nominal pressure for seventeen seconds and the balloon ruptured. The gauge on the inflation unit read 2atms at the time of the rupture. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-07532 and user facility medwatch report # (B)(4). It was reported that during a stenting intervention treatment procedure, an incorrect reading occurred. The 95% stenotic lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. The physician advanced a 2.0x12mm maverick 2 balloon catheter to the lesion and on the first inflation, inflated the balloon to a nominal pressure for seventeen seconds and the balloon ruptured. The gauge on the inflation unit read 2atms at the time of the rupture. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.